Event description:
During review of internal programming history it was noted that a vns patient had a faulted system diagnostic test on (B)(6) 2008. The patient was set at originally 1ma / 30 hz / 500 pw / 30 seconds on time / 5 minutes off time / 1ma / 500 pulse width / 30 minutes off time they left the office set at 1.25 ma/ 20 hz/ 500 pw / 30 seconds on time /60 minutes off time / 3 ma / 500 pw / 30 seconds on time. The patient's settings were corrected on (B)(6) 2008 when their generator off time was lowered back down to 5 minutes from 60 minutes.

Manufacturer narrative:
Analysis of programming history.